Event description:
It was reported that stent damage occurred. The 100% chronic total occlusion target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad). A 2.25x24mm promus element plus stent was advanced, however, the device unable to cross the lesion. The physician performed predilatation with an unspecified balloon catheter and the stent was reintroduced but still unable to cross the lesion. The edge of the stent was found to be lifted. The device was then replaced with a 2.25x23mm non-bsc stent but was also unable to cross. The procedure was completed with plain old balloon angioplasty (poba). No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).